Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It has been reported that the leading haptic of the lens bent during insertion into the patient's right eye. The lens was removed which required the incision to be enlarged and sutures. A lens of the same model was implanted intraoperatively with no patient injury.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history record review and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.